Manufacturer narrative:
Complaint no: (B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. :

Event description:
It was reported that air was observed in the supply line tubing during fill one of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. The patient had already ended therapy before the call. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.